Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, high capture threshold was observed on the atrial lead. During repositioning, the helix was unable to be extended from the lead. Additionally, the insulation of the lead was observed to be twisted. The lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events were the helix could not extend, twisted insulation and high capture threshold. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. The reported events of the helix could not extend and twisted insulation were confirmed. Visual examination found the outer insulation was twisted along the entire of the lead. X-ray inspection of the lead found severely overtorque of the inner coil consistent with procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported events of the helix could not extend and twisted insulation were isolated to the helix clogged with dried blood/tissue and overtorqued of the inner coil. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.